Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Sample was evaluated and inflation eye are meet our internal specification. Subsequent investigation show strong correlation of low rubberize layer in combination with high x-sectional ratio as primary contributor to collapsed lumen failure during usage by user. Potential root cause for this failure mode could be rubberize thickness variation and low latex viscosity. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[intended use & effect-efficacy]. The device is a tray kit product that is used for the purpose of urinary drainage and measurement of core body temperature. It combines a balloon catheter with temperature-sensing designed to be placed in the bladder, and a urinary drainage bag. [Directions for use] 1. Method of use; the device is intended for single use only and is not reusable. 2. Precautions for use; 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." Correction: d10. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate on the day of use. Per additional information from the ibc via email (B)(6) 2020; the catheter shaft was cut and the water came out of the catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the day of use. Per additional information the catheter shaft was cut and the water came out of the catheter balloon.